Event description:
It was reported in a literature publication that 34 patients underwent anterior cervical decompression and fusion with an anterior stabilizing plate and rhbmp-2/acs. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. All 34 patients who underwent acdf developed prevertebral distention of the soft tissue during the postoperative period. Prevertebral swelling at c3 measured 15.7 +/- 7.8mm at 1 week, 11.8 +/- 3.1mm at 6 weeks. There was a significant difference in prevertebral swelling at various time points during the first 6 weeks. After that, the swelling returned to near preoperative values (5.0 +/- 1.7mm).

Event description:
It was reported in a literature publication that 34 patients underwent anterior cervical decompression and fusion with an anterior stabilizing plate and rhbmp-2/acs. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. 33 patients developed prevertebral distention of the soft tissue during the postoperative period. Prevertebral swelling at c3 measured 15.7 +/- 7.8mm at 1 week, 11.8 +/- 3.1mm at 6 weeks. There was a significant difference in prevertebral swelling at various time points during the first 6 weeks. After that, the swelling returned to near preoperative values (5.0 +/- 1.7mm).

Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.